Event description:
It was reported, the patient ¿suddenly did not feel any stimulation¿ in her lower back after having received ¿good stimulation in her lower back.¿ the patient was reported to have ¿denied having any falls or traumas.¿ impedance testing revealed contact impedances of ¿>20000¿ ohms. It was noted an x-ray had yet to be performed. It was reported, the issue was not resolved and the cause was undetermined at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Follow up information received reported that x-rays were taken and the results noted as negative. The cause of the issue was undetermined and the patient was referred out for a revision. It was reported that the patient was receiving partial therapy while pending the revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
.

Event description:
Further follow up information received reported that the patient not had the revision due to family issues (husband's surgery) and wanted to wait until those issues were resolved. If additional information is received, a followup report will be sent.